Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy and painful menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy and painful menstruation"), migraine ("migraines"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (surgical removal of device). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, migraine, fatigue and weight fluctuation outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, migraine and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy and painful menstruation") and dysmenorrhoea ("heavy and painful menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (surgical removal of device). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, weight fluctuation, migraine and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, migraine and weight fluctuation to be related to essure. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from case (B)(4) was entered as it is follow up from this case. Reporter¿s information was updated and a new reporter was added. No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and painful menstruation'), device dislocation ('migration of essure device') and crohn's disease ('autoimmune disorder type of disorder: crohn's/ gastrointestinal or digestive system condition type: crohn's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy and painful menstruation/ dysmenorrhea (cramping)"), weight fluctuation ("weight fluctuations/weight gain / loss"), migraine ("migraines/ migraines / headaches"), fatigue ("fatigue"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems"), crohn's disease (seriousness criterion medically significant), visual impairment ("vision/eye problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, device dislocation, dysmenorrhoea, weight fluctuation, migraine, fatigue, urinary tract infection, cystitis, vaginal infection, mental disorder, crohn's disease, visual impairment, dyspareunia, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, crohn's disease, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mental disorder, migraine, pelvic pain, urinary tract infection, vaginal infection, visual impairment and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received- new events bladder infection, vaginal infection, urinary tract infection, psychological or psychiatric problems, autoimmune disorder type of disorder: crohn's/ gastrointestinal or digestive system condition type: crohn's disease, migration of essure device, dyspareunia (painful sexual intercourse), pain, vision/eye problems, hair loss were added. New reporter, patient information were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and painful menstruation'), device dislocation ('migration of essure device') and crohn's disease ('autoimmune disorder type of disorder: crohn's/ gastrointestinal or digestive system condition type: crohn's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("heavy and painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("vaginal infection"), weight fluctuation ("weight fluctuations/weight gain / loss"), migraine ("migraines/ migraines / headaches"), fatigue ("fatigue"), urinary tract infection ("uti"), cystitis ("bladder infection/ bladder disorder"), mental disorder ("psychological or psychiatric problems"), eye disorder ("vision/eye problems"), alopecia ("hair loss"), headache ("headaches"), psychological trauma ("psych injury"), rash ("rash") and skin disorder ("skin disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, device dislocation, crohn's disease, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal infection, weight fluctuation, migraine, fatigue, urinary tract infection, cystitis, mental disorder, eye disorder, alopecia, headache, psychological trauma and rash outcome was unknown. The reporter considered abdominal pain, alopecia, crohn's disease, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hypersensitivity, menorrhagia, mental disorder, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pain, allergy,crohn's disease, psych injury, migration, urinary tract infection, vaginal infection,migraine, headaches, hair loss, weight gain, weight loss, fatigue, vision problems. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new event "abdominal pain" and headache were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and painful menstruation'), device dislocation ('migration of essure device') and crohn's disease ('autoimmune disorder type of disorder: crohn's/ gastrointestinal or digestive system condition type: crohn's disease') in an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included depression, anxiety, post-traumatic stress disorder and pelvic adhesions. Concurrent conditions included adenomyosis, follicular cyst of ovary, uterine cervical squamous metaplasia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain"), weight fluctuation ("weight fluctuations/weight gain / loss"), migraine ("migraines/ migraines / headaches"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), nausea ("nausea") and vomiting ("gastrointestinal or digestive system condition type: vomiting"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), dysmenorrhoea ("heavy and painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection/ bladder disorder"), mental disorder ("psychological or psychiatric problems"), vision blurred ("vision/eye problems/ blurring vision"), alopecia ("hair loss"), headache ("headaches"), depression ("psych injury/psychological or psychiatric problems condition: depression"), rash ("rash"), skin disorder ("skin disorder") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, device dislocation, crohn's disease, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal infection, weight fluctuation, migraine, fatigue, urinary tract infection, cystitis, mental disorder, vision blurred, alopecia, headache, depression, rash, vaginal discharge, hormone level abnormal, nausea and vomiting outcome was unknown and the pelvic pain, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, alopecia, crohn's disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vomiting, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pain, allergy,crohn's disease, psych injury, migration, urinary tract infection , vaginal infection,migraine, headaches, hair loss, weight gain, weight loss, fatigue, vision problems. In right tubal ostium 1 coil was noted in the uterine cavity . Discrepancy noted in removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2007: uterine cervix: squamous metaplasia with mild chronic cervicitis. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record- pelvic pain lot number: a73746 manufacturing date: (B)(6) 2012, expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical problem. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and painful menstruation'), device dislocation ('migration of essure device') and crohn's disease ('autoimmune disorder type of disorder: crohn's/ gastrointestinal or digestive system condition type: crohn's disease') in an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included depression, anxiety, post-traumatic stress disorder and pelvic adhesions. Concurrent conditions included adenomyosis, follicular cyst of ovary, uterine cervical squamous metaplasia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6)2013, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain"), weight fluctuation ("weight fluctuations/weight gain / loss"), migraine ("migraines/ migraines / headaches"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), nausea ("nausea") and vomiting ("gastrointestinal or digestive system condition type: vomiting"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), dysmenorrhoea ("heavy and painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection/ bladder disorder"), mental disorder ("psychological or psychiatric problems"), vision blurred ("vision/eye problems/ blurring vision"), alopecia ("hair loss"), headache ("headaches"), depression ("psych injury/psychological or psychiatric problems condition: depression"), rash ("rash"), skin disorder ("skin disorder") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the menorrhagia, device dislocation, crohn's disease, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal infection, weight fluctuation, migraine, fatigue, urinary tract infection, cystitis, mental disorder, vision blurred, alopecia, headache, depression, rash, vaginal discharge, hormone level abnormal, nausea and vomiting outcome was unknown and the pelvic pain, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, alopecia, crohn's disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vomiting, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pain, allergy,crohn's disease, psych injury, migration, urinary tract infection , vaginal infection,migraine, headaches, hair loss, weight gain, weight loss, fatigue, vision problems. In right tubal ostium 1 coil was noted in the uterine cavity . Discrepancy noted in removal date: (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2007: uterine cervix: squamous metaplasia with mild chronic cervicitis. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record- pelvic pain. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs and medical records received: lot number was added. New events-vaginal discharge, hormonal changes, vaginal pain, depression, vomiting, blurring vision and essure confirmation test was not performed were added. Outcome of events- pelvic pain and abdominal pain were updated as recovered/resolved. Lab data, medical history and concomitant drug were added. Follow up 4 and follow up 5 was processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and menorrhagia ('heavy and painful menstruation') in an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included depression, anxiety, post-traumatic stress disorder and pelvic adhesions. Concurrent conditions included adenomyosis, follicular cyst of ovary, uterine cervical squamous metaplasia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain"), weight fluctuation ("weight fluctuations/weight gain / loss"), migraine ("migraines/ migraines / headaches"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), nausea ("nausea") and vomiting ("gastrointestinal or digestive system condition type: vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy and painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), crohn's disease ("autoimmune disorder type of disorder: crohn's/ gastrointestinal or digestive system condition type: crohn's disease"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection/ bladder disorder"), mental disorder ("psychological or psychiatric problems"), vision blurred ("vision/eye problems/ blurring vision"), alopecia ("hair loss"), headache ("headaches"), depression ("psych injury/psychological or psychiatric problems condition: depression"), rash ("rash"), skin disorder ("skin disorder") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, dyspareunia, crohn's disease, hypersensitivity, vaginal infection, weight fluctuation, migraine, fatigue, urinary tract infection, cystitis, mental disorder, vision blurred, alopecia, headache, depression, rash, vaginal discharge, hormone level abnormal, nausea and vomiting outcome was unknown and the pelvic pain, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, alopecia, crohn's disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vomiting, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pain, allergy,crohn's disease, psych injury, migration, urinary tract infection , vaginal infection,migraine, headaches, hair loss, weight gain, weight loss, fatigue, vision problems. In right tubal ostium 1 coil was noted in the uterine cavity . Discrepancy noted in removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2007: uterine cervix: squamous metaplasia with mild chronic cervicitis. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record- pelvic pain lot number: a73746 manufacturing date: 2012/11 expiration date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and menorrhagia ('heavy and painful menstruation') in an adult female patient who had essure (batch no. A73746, a73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included depression, anxiety, post-traumatic stress disorder and pelvic adhesions. Concurrent conditions included adenomyosis, follicular cyst of ovary, uterine cervical squamous metaplasia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain"), weight fluctuation ("weight fluctuations/weight gain / loss"), migraine ("migraines/ migraines / headaches"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), nausea ("nausea") and vomiting ("gastrointestinal or digestive system condition type: vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy and painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), crohn's disease ("autoimmune disorder type of disorder: crohn's/ gastrointestinal or digestive system condition type: crohn's disease"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection/ bladder disorder"), mental disorder ("psychological or psychiatric problems"), vision blurred ("vision/eye problems/ blurring vision"), alopecia ("hair loss"), headache ("headaches"), depression ("psych injury/psychological or psychiatric problems condition: depression"), rash ("rash"), skin disorder ("skin disorder") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, dyspareunia, crohn's disease, hypersensitivity, vaginal infection, weight fluctuation, migraine, fatigue, urinary tract infection, cystitis, mental disorder, vision blurred, alopecia, headache, depression, rash, vaginal discharge, hormone level abnormal, nausea and vomiting outcome was unknown and the pelvic pain, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, alopecia, crohn's disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vomiting, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pain, allergy,crohn's disease, psych injury, migration, urinary tract infection , vaginal infection,migraine, headaches, hair loss, weight gain, weight loss, fatigue, vision problems. In right tubal ostium 1 coil was noted in the uterine cavity . Discrepancy noted in removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2007: uterine cervix: squamous metaplasia with mild chronic cervicitis. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record- pelvic pain. Lot number: a73746 manufacturing date: 2012/11 expiration date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: additional lot number on right side added. Seriousness criteria for the event crohn's disease updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.